Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a cardiac surgery, which was delayed for five minutes, and the customer restarted the system to complete the surgery. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot make exposure. Fse checked the logfiles and found the error "low load fluoro flavor selected: tube cooler problem" and "xsc: flow switch of clm defect". Fse measured the flow switch and found it was closed. Upon troubleshooting, fse confirmed that the cooling unit was defective. The defective tube cooing unit was returned to philips for failure analysis and the cause of the failure was found to be a defective flow switch. To resolve the issue fse replaced the cooling unit, and the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an exposure issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An exposure issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable.

Event description:
It was reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.